Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batches. The clinical/medical investigation concluded that, based on the available information, the root cause of the ¿manipulation under anesthesia¿ was as stated post-operative stiffness within the 6 month window and not a prosthesis issue. The root cause of the revision done 6 years later was likely as stated ¿arthrofibrosis¿ also not a prosthesis failure. No current information on this patient¿s status has been provided. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a manipulation under anesthesia was performed 4 months after the primary surgery.